Manufacturer narrative:
The lead and device remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated cardiac resynchronization therapy defibrillator (crt-d) exhibited high, out-of-range pacing impedance measurements. It was reported that the measurements had been greater than 2,000 ohms for over a year. The device was expected to reach explant battery status within the next seven months and the physician planned to continue monitoring the lead until the replacement procedure was due. There were no episodes showing noise, r-wave measurements were acceptable, and pacing threshold measurements had increased from 3.5v @ 0.8ms to 4.0v @ 0.8ms. No adverse patient effects were reported.